Event description:
It was reported that the "PICC note to be leaking at the junction of the while luer hub and clear catheter extension."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.